Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing issues were noted as the lifetime asystole episode counter was 551.

Event description:
It was reported that the device, an implantable loop recorder, had a sensing issue due to loss of contact with tissue within one day after implant, causing both a false automatically-recorded asystole episode and causing a manually-triggered "symptom" episode to be difficult to interpret. The patient reportedly had a true episode of passing out, the day before the check. The device is still in use. No further patient complications have been reported as a result of this event.